Event description:
Guidant received information that the patient with this implantable cardioverter defibrillator (ICD) and defibrillator lead received an inappropriate shock. The electrogram displayed noise on the ventricular channel which could not be reproduced. The noise caused an inappropriate shock and pacing inhibition. The patient was post av-ablation procedure. An invasive procedure was performed and the lead was checked for a loose set screw and possible reversed defibrillation plugs in the header. No issues were discovered. The lead was explanted and replaced with another guidant model. During the lead revision, the distal port setscrew was malfunctioning, and the device was explanted and replaced. New information received indicates that this patient and/or a rep of the patient has retained legal counsel and filed a lawsuite. There were no specific allegations against the functionality of the device.

Manufacturer narrative:
The returned lead was tested; resistance and pressure tests confirmed that the lead was electrically continuous and insulation integrity was intact. The ICD was returned with the vtip setscrew stuck 'up'. Using a torque watch, the vtip setscrew would not loosen with 18 inch ounces of torque applied. Using a side loading rotational method, with a guidant wrench, the vtip setscrew now moved freely. The device was then put through a series of automated diagnostic testing that verified the performance of defibrillation, pacing, sensing, high voltage shocking, and recording functions. Guidant issued a product update with additional information to help loosen stuck setscrews.